Event description:
After approx. 90 months of implantation it was reported that there was error message while interrogating the pacemaker. According to the update received on (B)(6) 2022 it was decided to exchange the device.

Manufacturer narrative:
The device was received and analyzed. Prior to the analysis, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation the programming device prompted a warning message indicating an invalid memory content. The battery status was found to be eri. Therefore, the pacemakers memory content was inspected. The inspection revealed that the device switched into the safety backup mode on (B)(6), 2021 as a result of the detection of invalid memory content. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. The safety backup parameters of 70 bpm, 4.8 v at 1.0 ms and unipolar lead configuration are chosen in order to cover the widest population of patients, which can lead to a higher current consumption draining the battery. Due to the battery depletion, a device reset was not feasible. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses in the safety backup mode proved to be normal. There was no indication of a device malfunction. In conclusion, the clinical observation resulted from an invalid memory content. The therapy functionality of the device was not compromised while implanted and in service.